Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that erroneous results were received with a bd vacutainer® sst¿ blood collection tube. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that erroneous results were received with a bd vacutainer® sst¿ blood collection tube. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to abnormal reported parameter were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for abnormal reported parameter with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.